Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Clarification to reported partial onset date - b3: (B)(6) 2025. Clarification to reported partial implant date - d6a: 2013. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported "rupture". This record is for left side. The device was explanted.